Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
On 2015 (B)(4), information was received from a healthcare provider (hcp) and consumer via a company representative regarding a (B)(6), male patient who was receiving morphine 10mg/ml at 0.880 mg/day and bupivacaine 20 mg/ml at 1.76 mg/day via an implantable pump for an unknown indication. On 2015 (B)(6), the patient presented to the emergency room (ER) complaining of symptoms including whole body jerking, not feeling well, stomach upset, burning while urinating and restlessness that occurred early that morning. The patient had had their pump replaced the day prior on 2015 (B)(6). The patient was seen by the managing physician in the ER and was given an increase in rate. On 2015 (B)(6), the patient was brought to the operating room (or) for pump and catheter exploration. A drug aspiration, dye study and rotor study were performed. All studies were normal and the amount of drug aspirated matched the pump interrogation print out. The patient stated they felt better while leaving the facility and the symptoms had decreased. The patient's status was reported as alive - no injury. If additional information becomes available, a follow-up report will be submitted.